Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported her contour next link 2.4 meter gave a message that the insulin bolus could not be sent to the insulin pump, however, the pump did deliver an insulin bolus of 7.2 units. A further bolus of 6.4 units was then administered manually. The customer had symptoms of hypoglycemia. The customer contacted her endocrinologist, and based on their recommendation, the customer consumed carbohydrates and recovered well. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.